Event description:
A (B)(6) old male pt's brother contacted lifecor customer support to report that the charger and batteries are having some problems. He reports that he kept the one battery on the charger for a complete 24 hours and when it was put into the monitor, it showed only half charged. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. The cause for the defective charger was a combination of defective components. The charger was found to have a defective pnp low sat transistor (component q1) and a defective 6a 40v schottky rectifier (component d4). The root cause for the defective components cannot be positively identified. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.